Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a vascular diagnosis procedure was performed when the incident happened. The procedure was procedure was completed using wired footswitch. To resolve the issue, the fse repaired the wireless footswitch with base station. A philips field service engineer (fse) inspected the system and confirmed the wireless foot switch lost connection to the system. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction ((z-0476-2022) /field safety corrective action 2021-igt-pun-011 for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the wireless foot switch lost connection to the system. The system was in clinical use. The procedure was completed using a wired foot switch. There was no reported patient or user harm. Philips has started an investigation of this complaint.